Manufacturer narrative:
The reported event was confirmed as manufacturing related. Evaluation found that the inflation lumen beneath the balloon was collapsed which could have caused the non deflation. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. <troubleshooting> when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases: a. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate. Eventually the balloon was burst by bladder puncture and the catheter was removed. Per additional information from the ibc via email 23mar2020, it was confirmed that the patient's balloon was burst by percutaneous puncture and there was no missing pieces to the burst balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. Eventually the balloon was burst by bladder puncture and the catheter was removed. Per additional information from the ibc via email 23mar2020, it was confirmed that the patient's balloon was burst by percutaneous puncture and there was no missing pieces to the burst balloon.